Event description:
Device 1 of 4, reference MFR report: 3008829311-2017-00816, 3008829311-2017-00817 and 3008829311-2018-00015. Follow up information received identified the patient underwent surgical intervention to have all existing drg leads revised. During the procedure the leads were explanted and replaced with two new leads. Therapy was reportedly restored and the reported issue was resolved.

Event description:
Device 1 of 3. Reference MFR report: 3008829311-2017-00816 & 3008829311-2017-00817. It was reported the patient complained of complete loss of pain relief from his drg system. The patient stated the issue started following a fall approximately five weeks prior. Multiple attempts to reprogram the patient's drg system and resolve the issue were unsuccessful. X-ray taken confirmed three leads had migrated. Surgical intervention may be taken to address the issue.